Manufacturer narrative:
(B)(4). Device currently unavailable.

Event description:
Per the surgeon, surgery on (B)(6) 2014 was aborted as a result of a fixture that could not be seated. There was no allegation of serious injury reported. The device has not been made available for analysis as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
Correction: (B)(6) as previously reported. Per the manufacturer investigation, no fault was found with the implant. This report is filed december 11, 2014.